Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the product arrived to the customer with incorrect traceability label, identifying product as harmonic ace + 7 shears with advanced hemostasis. Although only required for rio grande do sul, the labels are printed and placed on the product by gru dc, which is a j&j facility.